Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on an unknown date the patient underwent spine surgery using rhbmp-2. Per-op notes: "we then went to l4-5, placed an 8 medium with 6 degrees caudal, 3 degrees cephalad endplate, perforated the endplates, cold-welded this posterior plastic cap. Stimulated with 20ma, no response. We then placed two sponge rhbmp-2 with autograft from same incision at each level. Cross-table lateral x-ray confirmed that the implants were in acceptable position at l4-5. L5-s1 and at this point all instruments were removed from the wound." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.